Manufacturer narrative:
Physio-control evaluated the customers device and was able to duplicate the reported issue. Physio replaced the device's high energy capacitor to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not shock and has a maintenance wrench. There was no patient involvement reported with the event.